Event description:
It was reported that this right ventricular lead delivered an inappropriate anti tachycardia pacing therapy due to oversensing. Review of the lead determined presence of noise and low amplitude. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).